Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v521173, implanted: (B)(6) 2010, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and therapy never provided symptom control since implant on (B)(6) 2010. The patient wants to turn her device off. According to patient's description of icon, stimulation was currently off. She had worked extensively with hcp (healthcare provider) regarding reprogramming however now she just wants to turn stimulation off, said she already had setting down to zero. The patient reports that for the past six months she had been trying to turn the vibration off and said at times it goes away however at times it comes back. It was irritating and uncomfortable. She was seen at hcp office recently and they did reprogram the device. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.